Manufacturer narrative:
As reported, the distal tip of the pgw sv short guidewire (.018 300cm st) broke off in the patients arm. The patient was fine according the tech. There was no reported patient injury. Initially, the procedure was an arteriovenous fistula (avf) case. The vessel level of calcification and tortuosity is none. The device was stored and handled per the instructions for use (IFU). There was no damage noted to the inner package. The integrity of the sterile pouch was not compromised. There were no anomalies noted to the devices when it was taken out of the packaging. The product was opened in sterile field. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the devices were prepped. There were no kinks or other damages noted prior to inserting the product into the patient. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. No part of the device migrated inside the patient body as it stayed in the artery. The device was not removed intact (in one piece) from the patient as part of the wire broke off. The fractured/separated part was not removed from the patient¿s body. One radiographic image was provided showing the osseous structures of a right forearm, wrist, and a portion of the metacarpal bones. At the distal end of the radius bone near the ulna, a foreign body is noted. Based on the details provided of the event, the foreign body appears to be the tip of a guidewire, brand unknown. The device was not returned for evaluation. A product history record (phr) review of lot 35236870 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis, the reported ¿distal tip-wires - fractured-separated - in patient¿ could not be confirmed and the exact root cause could not be determined. Vessel characteristics and/or procedural/handling factors may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿guidewire manipulation/torqueing should always be performed under fluoroscopic guidance. Never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torqueing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. If any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel.¿ neither the phr review nor the information available suggest that the observed damages could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal tip of the pgw sv short guidewire (.018 300cm st) broke off in the patients arm. The patient was fine according the tech. There was no reported patient injury. Initially, the procedure was an arteriovenous fistula (avf) case. The vessel level of calcification and tortuosity is none. The device was stored and handled per the instructions for use (IFU). There was no damage noted to the inner package. The integrity of the sterile pouch was not compromised. There were no anomalies noted to the devices when it was taken out of the packaging. The product was opened in sterile field. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the devices were prepped. There were no kinks or other damages noted prior to inserting the product into the patient. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. No part of the device migrated inside the patient body as it stayed in the artery. The device was not removed intact (in one piece) from the patient as part of the wire broke off. The fractured/separated part was not removed from the patient¿s body. There was no patient injury. The device will not be returned for evaluation. One radiographic image was provided showing the osseous structures of a right forearm, wrist, and a portion of the metacarpal bones. At the distal end of the radius bone near the ulna, a foreign body is noted. Based on the details provided of the event, the foreign body appears to be the tip of a guidewire, brand unknown.